Event description:
Livanova deutschland received a report that a s5 console pro version gave a motor controller failure error message (error code 432) during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 console. The incident occurred in india. In order to solve the issue, motor controller board (hms) needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue, that was solved replacing the motor control board. Device service history review revealed no other similar event reported since unit's manufacturing in february 2024, neither any concerning trend. Root cause was traced back to an early failure of the resolver controller (component ic12 on the motor control board). No specific action was currently deemed necessary. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.